Event description:
It was reported that while unclamping mytomycin into catheter, nurse was providing catheter care, they heard trickling. Nurse went to the other side of stretcher and saw approximately 300ml of mytomycin on the floor, nurse clamped everything and identified catheter box or urometer container had crack and mytomycin was seeping through there.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while unclamping mytomycin into catheter, nurse was providing catheter care, they heard trickling. Nurse went to the other side of stretcher and saw approximately 300ml of mytomycin on the floor, nurse clamped everything and identified catheter box or urometer container had crack and mytomycin was seeping through there.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned